Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was implanted on an unknown date. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with plate and four (4) screws at c6-c7 on an unknown date. It is reported patient was fused at this level. Patient developed adjacent level disc disease at c5-c6. Patient was returned to o.r on (B)(6) 2013 for the removal of the previous plate and screws. Surgeon implanted new plate and screws at c5-c6. During the procedure, the handle of the screwdriver broke. No pieces or fragments fell into the patient, all pieces were retrieved. It is reported procedure was completed successfully with no harm to patient. No additional information was provided. This is report 2 of 6 for complaint (B)(4).